Manufacturer narrative:
(B)(4). Device is an instrument and is not implanted/explanted. Date returned to manufacturer. (B)(6). The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. No lot number provided, unable to request DHR. A service & repair history/maintenance review was performed. The investigation of the complaint articles indicates that the reportable malfunction: the handle was broken on an instrument. This malfunction is not related to any surgery. The customer reported the handle was broken. The repair technician reported handle cracked/broken as the reason for repair. The item is not repairable. The cause of the issue is unknown. The item will be forwarded to the complaint handling unit. The evaluation was confirmed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: the service and repair department documented that the handle was broken on an instrument. This malfunction is not related to any surgery. No additonal information is available. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: an investigation summary was performed. The investigation of the complaint articles has shown that:one of the following device(s) was received: small handle (part # 311.43 / lot # unknown). The returned device shows regular use during its lifespan. The knob on the handle functions as intended. The handle of the screwdriver is cracked and missing pieces in two locations. The missing pieces of the phenolic handle were not returned. The damage is at the pin that holds the coupling to the handle. The exact cause for the damage cannot be determined, but they are likely due to wear and repeated thermal cycling due to sterilization over the life of the device. The complaint condition is confirmed. A visual inspection, functional test, complaint history review, drawing review, and risk assessment review were performed as part of this investigation. No product design issues or discrepancies were observed. No manufacturing or design issues were noted during the investigation. The design is determined to be adequate for its intended use when used and maintained as recommended device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.